Manufacturer narrative:
H4: device manufacture date: december 17, 2020 - december 22, 2020. H10: two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused more than 10%. The device was filled with 8g flucloxacillin in 230ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.